Manufacturer narrative:
(B)(4)

Event description:
It was reported that a vf episode due to noise was observed via merlin.net transmission. The noise stopped and the device returned to sinus. No therapy was delivered. The lead was capped due to a lead fracture. The patient condition was fine after the procedure.